Event description:
Nurse noticed a small leak coming from a distal stopcock luer fitting where it connected to a microclave. Noticed this fitting was not tight. Removed microclave and stopcock then resumed fluid delivery. Again a leak was detected. This time leak was between two connected stopcocks. Nurse replaced stopcocks and problem did not return.